Event description:
It was reported that this lead was attempted implant. During the implant procedure, there was difficultly retracting the helix. Once the helix was retracted, the impedance values were high out of range, measuring at 2820 ohms, and the pacing thresholds were higher than 3v@0.4ms. Subsequently, a new lead was successfully implanted. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.